Manufacturer narrative:
Additional information: a2, a3a, b5, b6, b7, d4, d10, g3, g6, h2, h4, h6 and h11. Correction b3. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event.

Event description:
Additional information was received. Approximately one (1) month after an uncomplicated cataract procedure in the right eye the patient presented with suspect endophthalmitis. Slit lamp image findings were conjunctival hyperemia ++ and hazy view; no hypopyon was noted. The patient's bcva decreased. A vitreous biopsy and an anterior chamber (ac) tap were performed for suspected endophthalmitis and intraocular injection (antibiotic vancomycin and ceftazidime). The patient was treated with pred forte. Surgeon's opinion on the likely cause of the event indicated as tass or uveitis. Current prognosis is patient outcome is good. Va is stable, and the eye is settled.

Manufacturer narrative:
The device remains implanted. Based on the available information the root cause of the event could not be conclusively determined; however, it is noteworthy to mention that a non-validated injector was used to complete the procedure. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
The healthcare facility reported that after an intraocular lens (iol) implantation, the patient presented with possible endophthalmitis. A tap was performed, and intravitreal antibiotics were administered. The microbiology results were negative, and it was confirmed that this is more consistent with tass than endophthalmitis. The hcf reported particles coming into the bag after lens insertion which is allegedly caused by the inserter. They have reported initiating best practices to mitigate this issue on future surgeries. Additional information was requested.